Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow up via remote, the implantable cardioverter-defibrillator tracked ventricular tachycardia (vt) event as supraventricular tachycardia (svt). Programming change was made. There were no patient consequences.